Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014, the end of the screwdriver sheared off into the screw when loading. The product was discarded before the end of the case. There was no patient harm reported or delay. Material is not available for investigation. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.